Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to the second of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01822 and 3005099803-2018-01824 for the other associated device information. It was reported to boston scientific corporation that three rescue net retrieval devices were used in the esophagus during a food bolus retrieval procedure performed on (B)(6) 2018. According to the complainant, during the procedure, all three nets completely detached from the loop and the wire inside the catheter broke. The detached component was retrieved successfully with a different device and the procedure was completed with another rescue net. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.